Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer was generating high platelet (plt) background counts. Customer reported that there was a leak of about 2ml of liquid. Customer was unable to locate the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe the leak. The fse performed a system decontamination procedure. The fse found the plt background on startup within specifications following decontamination procedure.